Event description:
Customer reported his belt clip broke and when he went to sleep he put the device in his pocket. Customer rolled over the device and the device had gone into suspend. Customer woke up with blood glucose of 525 mg/dl, treated with a bolus correction. Customer declined troubleshooting for high blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.